Event description:
It was reported that "device seized after approximately 5 uses."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.